Event description:
A caller reported a cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was advised to use multiple daily injections as a backup therapy, and technical support arranged to send a replacement pump with updated software. The caller acknowledged the instructions to return the problematic pump using the provided return box and pre-paid label.